Event description:
It was reported that 4.5mm curved locking compression condylar plate broke postoperatively. The patient was initially treated with a retrograde femoral nail (manufacturer unknown) and a competitor¿s tibial nail. Thereafter, the patient developed a non-union and underwent a revision procedure where the 4.5mm curved lcp condylar plate was implanted. The patient continued to experience a non-union where the plate broke. The damaged/broke device was removed during another revision procedure on (B)(6) 2015. All fragments were retrieved. The procedure was completed successfully. Patient postoperative status is unknown. This report is 1 of 1 for (B)(4).

Event description:
Update: it was reported that four (4) unknown screws were found to be broken along with the plate (three cannulated locking screws and one locking screw). Eight (3) intact screws were also removed during the procedure. A surgical delay, due to hardware removal, was noted to be approximately thirty (30) minutes. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Date of postoperative non-union and device breakage is unknown. Date of original implant (for this reported device) is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing date: april 19, 2007. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows this lot of 4.5mm condylar plates was processed through the normal manufacturing and inspection operations with two non-conformances noted. One material record report (mrr) was written due to a thread pitch depth not meeting specification requirements due to undersized condition. The attributing cause of this non-conformance was determined to be a gauge discrepancy. All parts were re-measured using an equivalent, current, calibrated gauge and found to be conforming. A non-conformance report (ncr) was written due to the shaft width specification on inspection sheets not aligning with the curved condylar top level drawings. All curved condylar plates were placed on hold per stop shipment order. All curved condylar plates on hold were dispositioned as ¿conforms, as the manufacturing process yields parts that meet the top level print specification even when manufactured at both least material condition and maximum material¿ condition. This lot met all dimensional and visual criteria at the time of product release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with one non-conformance noted. An mrr was written due to marks on the surface of the raw material. The raw material was returned to the supplier for evaluation. It was also noted on the mrr that the raw material width did not meet specification requirements due to undersized condition. The raw material was dispositioned as ¿use as is¿ as the parts made from this raw material will meet width specification requirements after processing. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 13 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: one locking compression plate (lcp) condylar plate, left (part 02.001.302 / lot 5477084) was received. The implant was returned broken across the fourth and fifth locking holes in the head of the plate. An inspection of the fracture site shows that the material is homogenous, and the device history record (DHR) review showed no manufacturing related issues that would have caused this complaint. The relevant drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The complaint condition is confirmed, but the root cause is unknown. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The returned parts were determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.